Event description:
It was reported that on "(B)(6) 2010, the patient presented at hospital, where the surgeon performed a surgical procedure: the decompressive laminectomy with right l4 and l5 foraminotomies, the posterolateral fusion, l4-5, and the posterior instrumentation, l4-5 with spinal USA titanium hardware. On (B)(6) 2010 the patient presented at hospital, where the surgeon performed a surgical procedure: the anterior retroperitoneal exposure and the anterior interbody fusion of l4-5 using infuse. As a result of the use of infuse and the lt-cage in this lumbar fusion surgery, patient now suffers from ectopic bone growth and chronic pain."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.